Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the number of lost ultrasonic elements exceeds standard due to the broken ultrasonic cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a receipt inspection for a diagnostic procedure, instrument channel could not be fixed with the evis lucera ultrasonic bronchofibervideoscope. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.